Event description:
Received a copy of customer medwatch from FDA. Customer reported "an IV was initiated to deliver immunoglobulin g using the alaris pump. Nurse noted that approximately 30 ml had leaked to the floor from the tubing. On closer inspection, the nurse found the IV solution escaping from a slit approximately 12-14 inches down from the drip chamber. IV tubing was removed and replaced. No pt injury determined." No medical intervention was required. Customer stated no additional event or pt info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.